Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 379mg/dl, with nausea, and moderate ketones, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the loss of prime issue occurred with more than one cartridge two or more times. The patient was using cartridges with cold insulin. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.